Manufacturer narrative:
The 2.6f vascu PICC was returned for evaluation with approximately 35 cm of lumen attached. Functional testing was performed on the returned device by clamping the distal end of the lumen and then flushing through the luer with the red clamp. No leaks were noted. Flushing through the luer with the white clamp revealed a leak just below the hub. Under magnification it can be seen that the lumen ballooned first and then burst, causing a tear across the lumen. The contract manufacturer conducted a review of the manufacture records for the lot number reported. Their investigation revealed the device was manufactured and inspected according to specification with no non-conformances or abnormalities. The manufacture process includes a 100% leak test performed as a last step in the process. This test would have detected any leaks, holes, or weak spots if it had existed at the time of manufacture. A root cause cannot be determined but is not likely manufacture related.

Event description:
Catheter is ruptured.

Manufacturer narrative:
An investigation has been initiated. Currently waiting for additional information and the device to be returned for evaluation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.